Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged due to exposure to water and it died completely. The customer's blood glucose was unknown at the time of incident. The customer also noticed a crack on the back of the insulin pump. Troubleshooting was not performed and the device will not return for analysis.